Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that high impedance measurements greater than 3,000 ohms were observed with this left ventricular (lv) lead and device. As a lead fracture was suspected, the lv lead was explanted and replaced. Additionally, the device was explanted and replaced during the procedure. No additional adverse patient effects were reported.